Event description:
It was reported that pump displayed repeated cgm error message 42 while customer was using g7 sensor. There was no reported adverse impact to the customer. Customer performed pump reset under guidance from technical support, but error message reappeared, so pump replacement was arranged. Customer will continue to use current pump.